Manufacturer narrative:
Investigation on-going. Investigations result will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a m.blue valve. The surgeon suspected that the valve has a blockage. Patient informations: age: (B)(6). Weight: (B)(6). Height: 172 cm. Implantation: (B)(6) 2020. Removal: (B)(6) 2020.

Manufacturer narrative:
Manufacturing and quality control data the m.blue® was manufactured by a qualified employee in july 2020. Deviations during assembly did not occur. The product was finally tested as article fx 801t and released for packaging and sterilization as well as sterilized by miethke. The m.blue® has a normal pressure range of 5 cmh2o in the horizontal and 40 cmh2o in the vertical position. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 10 20, 30 and 40 cmh2o, and were found to meet specifications. All tested parameters were assessed as meeting specifications. Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: no visible defects detected. Permeability test: to check if the m.blue® 5 is blocked, we have performed a permeability test on the valve. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the m.blue® 5 is permeable. Computer control test: in order to investigate the suspicion of underdrainage, the m.blue® 5 was tested on a miethke computer controlled testing apparatus. The valve was tested by simulating a cerebrospinal fluid flow at rates from 60 ml/h down to 5 ml/h with the valve in horizontal and vertical position (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting opening pressure was measured. The computer controlled test has shown the opening pressure of the m.blue® 5, at a reference flow rate of 20 ml/h in a vertical position, to be 38,20 cmh2o. This is within the specified tolerance of 34 cmh2o -8/ +12 cmh2o. An applied pressure of 34 cmh2o, with the device in the vertical position is expected to have a resultant opening pressure of 34 cmh2o -8/ +12 cmh2o. Additionally, the m.blue® 5 was tested according to standard procedure in the horizontal position. At a fixed opening pressure of 5 cmh2o in the horizontal position, a pressure of 5 cmh2o ± 3 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the horizontal position, the m.blue® 5 had a pressure of 10 cmh2o. This is slightly outside the specified tolerance of 5 cmh2o ± 3 cmh2o. Adjustability test we have investigated whether the m. Blue can be successfully set to each specified pressure setting. Thus indicating whether the valve(s) are fully adjustable within the full range of specified pressure settings (in increments of 4 cmh2o). The m.blue® 5 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force and brake function test investigates whether the braking function of the adjustable valve(s) is present and how much force must be exerted on the housing to release the rotor to adjust the valve(s) using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the m.blue® was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, no visible deposits were found in m.blue® 5. Results: based on our investigation, we are able to substantiate the claim of "under-drainage". Although no visible deposits could be detected inside the valve, even small amounts of non-visible deposits might compromise the integrity of the valve deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation is completed the result will be submitted with this follow up report.